Event description:
It was reported that during another surgical procedure, the surgeon made an incision over the pump site instead. Once the incision was made and pump was noted, the surgeon closed up the incision at the pump site.

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.

Event description:
Additional information stated that the other surgical procedure was for a different implantable device. The pump had been implanted where the other device was normally implanted. Due to the patient¿s size it was difficult to palpate the devices in order to locate them. There did not appear to be any damage done to the pump or its components. The patient was ¿doing fine.¿

Manufacturer narrative:
(B)(4).